Event description:
During a follow-up in clinic, episodes of noise resulting in oversensing were observed on the device. Technical support was contacted, however, no intervention was performed at this time. The patient was stable.